Manufacturer narrative:
The device and lead remain in service. The field representative later reported the physician will likely not take invasive action to resolve the high shock impedance measurements, due to the patient's advanced age. The issue will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, the shock impedance with the new device and the chronic right ventricular (rv) defibrillation lead was high, out-of-range at greater than 200 ohms. The shock impedance with the old device was normal at 80 ohms. The physician is planning an x-ray to verify the lead and connections, and will consider invasive intervention to resolve the issue. No adverse patient effects were reported.